Event description:
It was reported that touchscreen unresponsive, preventing customer from operating the pump properly. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.